Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: there were pump reboot events in the black box that support power loss. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was a crack along the side of the battery compartment threads. The battery cap threads were undamaged. The returned battery cap was used for 24 hour test without any reboots. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.